Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was performing a lateral lumbar interbody fusion of l3-4 and l4-5 on (B)(6) 2015. Reportedly, the strong arm did not fit correctly with the strong arm connector. The quick connect portion of the strong arm fell off onto the field, including springs. The device had to be malleted back onto the strong arm and the strong arm connecter, when typically there would be a quick connect piece that grabs this device and locks it into the strong arm. The surgery was delayed 15-20 minutes as a result. A similar device was not available and the surgeon used the broken device to complete the surgery. No fragments were reported. The outcome of the surgery was good and the patient was fused appropriately. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient ID: (B)(6); manufacturing location: supplier - (B)(4). Manufacturing date: september 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) strong arm (part 03.816.800 / lot 7923587) and one (1) strong arm connector (part 03.816.801 / lot 9450505) were returned. The items were returned for evaluation in a connected state with hammer marks along the edge of the quick connects. The quick connect could not be manually separated from the strong arm. The complaint that the quick connect fell off the strong arm cannot be confirmed due to the condition of the returned items; however, the complaint that the connector did not fit the strong arm connector is confirmed. The strong arm is part of the insight lateral access system that is designed to support the minimal invasive approach to the spine. The strong arm (part 03.816.800) provides a fixed and rigid structure for the retraction system when the strong arm is fully tightened. The connector (03.816.801) connects the strong arm to the retractor body. Product drawings were reviewed during the investigation. Due to condition of the returned item, the dimensions of the quick connect junction could not be confirmed. Aside from the quick connect, the drawings were found suitable to determine the intended device design, application, and dimensional conformity. The root cause of the quick connect falling off the strong arm cannot be determined due to the condition of the returned device. However, the root cause of the difficult connection between the connector and the strong arm has been determined to be excessive force/misuse by the user. The quick connect of the strong arm was returned deformed with several hammer marks along the mating hole. This is consistent with the complaint description stating that the quick connect was hammered back on the strong arm and the connector was then hammered into the quick connect. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.